Event description:
A customer reported negative allergen f24 shrimp patient results on an immulite 2000 system. The customer repeated the samples on an alternate system and those results were positive. There were no immulite 2000 results reported out of the lab and no known report of treatment given or withheld based on the negative allergen f24 results.

Manufacturer narrative:
A siemens technical service representative was contacted by the customer. The customer informed siemens of allergen f24 shrimp negative patient results on an immulite 2000 system as compared to obtaining positive f24 shrimp results on an alternate system. The customer did not request a field service engineer since there was no known system malfunction or problem with the immulite 2000 instrument. The instrument is performing within specifications. No further evaluation of the device is required.